Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: deflation: observed an opening assessed as surgical damage and an opening assessed as unidentified (tear) opening. Anxiety - product/ procedure: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported left side deflation and exchange from textured to smooth devices due to the patient's concern with the product. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side exchange from textured to smooth devices due to the patient's concern with the product and deflation. The device remains implanted.

Event description:
Healthcare professional reported left side deflation and exchange from textured to smooth devices due to the patient's concern with the product. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.